Event description:
It was reported that a patient underwent an atrial fibrillation (afib) ablation procedure with a thermocool® smart touch® sf bi-directional navigation catheter. The patient suffered a cardiac tamponade requiring pericardiocentesis. It was reported that during an afib case, pericardial effusion was noticed. They reported the anesthesiologist noticed a drop in blood pressure. A drain was placed, and 300cc of fluid was removed from the site. The pericardial infusion was confirmed by ultrasound. They reported that the medical intervention provided was the drain being placed and the fluid is removed. The patient will be under observation overnight in the ICU department. The patient was reported to be in stable condition. The following bwi devices were in use: carto 3 (12077), smartablate generator (s/n:(B)(4)). Smartablate pump (s/n:(B)(4)) smarttouch catheter (d134805, 30960767l ¿ discarded). Additional information- smartablate rf generator, sn#(B)(4) was used. Transeptal performed was performed with brk needle. Prior to noting the pe or CT, ablation was performed. The event after ablation phase. Irrigated catheter¿s flow setting was standard flow settings for an stsf low flow 8. Fast flow 15. 1sec pre and 1 sec post. No error messages. Visitag module was used, parameters for stability was 3mm¿3sec¿size 3 vizi. Additional filter used with the visitag was fot 25/3. Custom impedence drop 5ohms to 15 ohms was used. Since the event is life threatening and it might result in permanent impairment of a body function or permanent damage to a body structure; or it could require medical or surgical intervention to prevent permanent impairment of a body function or permanent damage to a body structure, it is to be considered serious.

Manufacturer narrative:
The device has been reported as discarded, therefore no product investigation can be performed, and the customer complaint cannot be confirmed. A manufacturing record evaluation was performed for the finished device number lot 30960767l and no internal action related to the complaint was found during the review. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by biosense webster, inc., or its employees that the report constitutes an admission that the product, biosense webster, inc. Or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. If additional information is received regarding this event, a supplemental 3500a report will be submitted to the FDA. Manufacturer's reference number: (B)(4).